Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer states pump did not display any warning or error prior to turning off. He did state it was beeping. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent